Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. (B)(4) territory business manager states the dealer advised the front casters aren't engaging and the customer tips forward and then back onto the rear casters. MDR filed.